Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during surgery the system was not performing irrigation appropriately and the irrigation decreased during the case. The system was rebooted and the case was completed with the same system. Patient impact is unknown. Additional information received from the doctor indicates that there was no harm to the patient.